Event description:
The customer reported leak from above the hydropneumatic onto the floor and under the cap piercer on the unicel dxc600pro synchron chemistry analyzer. The customer was unable to locate the source of the leak. The customer stopped using the instrument until service can address the leak. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, eye protection, and gloves while inspecting the leak. The customer did not come in contact with the fluid and did not need to seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. The customer did not review the msds; however, the facility does have exposure control or risk management plan in place. No death, injury or changes to patient treatment or results are associated with this event. The customer did not review the msds; however, the facility does have exposure control or risk management plan in place. On the day of the event, a field service engineer examined the system and was unable to note or locate any leak. The fse removed and replaced valve #4 on the cap piercer, since this is the only possible source of a leak. The issue was resolved via routine service call. Service activity performed is verified to meet the specified requirements per established procedures. Although valve #4 may be the suspect in this event, a definite root cause cannot be determined since the fse was unable to locate any leak within the instrument.

Manufacturer narrative:
(B)(4).